Event description:
Patients saturations were decreasing while on the ventilator, patient was taken off ventilator and manually bagged at 15 lpm and tolerating well. Another ventilator was brought into the room, after placing the ventilator into a different oxygen panel, it worked properly. The initial ventilator that was originally in question did pass all of the est and calibrations afterward. Wall oxygen panel is being tested as well. Na, ventilator switched out and new ventilator placed in room and hooked up to the same oxygen panel which still didn¿t deliver the oxygen to the machine. Ventilator then plugged into different oxygen panel in room which worked correctly. Draeger representative contacted for someone to come look at the ventilator in question.